Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited an image blackout and damage or wear to the forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include: electrical problems due to signal loss or open circuit, environment problems such as dust/dirt/humidity, optical problems, overheating problems, or mechanical issues such as damage, deterioration, and wear and tear between the device components without any design or manufacturing defects. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.